Event description:
Customer reported that a patient received zosyn in 5 hours instead of the intended time of 24 hours on a 6060 pump. The patient experienced nausea, however, no adverse outcome resulted from the event. No medical intervention was reported.